Event description:
It was reported that the health care professional (hcp) requested technical services (ts) to review this implantable cardioverter defibrillator (ICD) device stored shock episodes. The hcp had inquired as to whether the shock therapy was appropriate or not. Upon review, ts observed intermittent undersensing of tiny intrinsic signals, however, it did not appear to have delayed any therapy. Ts was able to determine that the therapy was appropriate. The ICD remains in service. No adverse patient effects were reported.